Manufacturer narrative:
Event date: this event occurred on an unspecified date in (B)(6) 2018. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device caused particulate matter. The device was connected to a vancomycin bag with 0.9% sodium chloride, 250 ml where coring of the plastic/ rubber of the product was observed. This was identified prior to use. There was not patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured 04/26/2018 - 04/29/2018. The device was received for evaluation. The sample was received attached to a solution bag and product vial. Visual inspection of the complaint sample, the vial, and the solution bag did not identify any particulate matter. Functional testing was performed on the actual complaint sample using the attached solution bag and vial with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.